Event description:
Terumo medical corporation received the following information: it was reported that when pulling out the angio-seal, the footplate would not deploy. The procedure performed prior to the use of the angio-seal was a peripheral procedure.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.